Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found an e227 temperature sensor error due to a faulty printed circuit board. The device evaluation also found that the electric connector light guide was worn out, did not engage as intended, and was less safe for the endoscope. As a consequence, this generated inferences with the image and/or air entrance to the processor and needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had an error on the temperature sensor. The issue was found during reprocessing after a diagnostic procedure . There were no reports of patient harm.